Manufacturer narrative:
The memo 3d device was explanted intra-operatively and replaced with a carbomedics mitral valve. The patient death was deemed not device related per medical judgement. The investigations will be performed to analyze the reason for explant of the mitral repair ring and are not related to the patient outcome. Device disposed of by hospital.

Event description:
A patient came with severe heart failure and pulmonary edema required a mitral repair surgery. A repair of the mitral valve was performed using the memo 3d rechord and an artificial chord tied to the chordal guiding system to replace a chordae. Once this was tied it was noted that the yellow loop of the chordal guiding system looked "pulled down" and the chord appeared to be too short. The surgeon decided to then remove the memo 3d rechord. The procedure was changed from a mitral repair to a full mitral valve replacement. The valve was replaced with a carbomedics standard mitral valve. Following surgery, the patient needed to be placed on ECMO. Approximately two hours later the patient died. The surgeon reports that the death was not due to the valves and that the patient was very sick.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The original event information indicated that the reported patient death was a result of patient condition (sickness) and was not related ot the device in question. Based on this information and the results of the device history record review it can be determined that the root cause of this event is not device related.